Manufacturer narrative:
(B)(4). Review of a single photo and movie showed the modified endurant bifurcated stent graft system. The bloody device was modified as per the reported event. Images showing the modification and during the attempted implant were not provided, and images during attempts to stabilize the patient with an aui device were not provided. The cause of the events could not be determined. Off-label usage; modifying the device on the table. The patient was not a surgical candidate, and severe vessel tortuosity likely contributed.

Event description:
An endurant ii stent graft system was severe vessel tortuosity. The patient was non-surgical candidate. Prior to insertion of the device into the patient the bifurcated stent graft was deployed on the back table and modified. The physician deployed the stent graft, added 3 short pieces of a 7 mm covered peripheral stent graft to the gate. These were sewn together and then sewn to the distal edge of the gate. The device was not able to be recaptured in the endurant stent graft delivery system. The modified stent graft was covered by a modified dry-seal sheath. Another dry-seal was modified by cutting the valve off was placed over the modified graft and 20 fr dry-seal and sutures were sewn to the modified dry-seal in the attempt to be able to "deliver" stent graft by pulling the first dry-seal back exposing the stent graft. The modified delivery system (which included endurant delivery stent covered by two dry-seal sheathes) was inserted and placed into the descending thoracic aorta. The physician tried to retract the modified sheath, by pulling back on the sutures. The stent graft was partially uncovered, but the sutures broke. The dry-seal sheath was attempted to be advanced, to recapture the device, but this was not possible. The device was removed; however, upon removal a large section of the thoracic vessel was adhered to the modified devices, it is unknown which part of the anatomy the piece was from. A reliant balloon was inserted from the right side to try and stabilize the patient. Another manufacturer&#38112;stent grafts were implanted to cover the left iliac; an endurant aui device was implanted to try to stabilize the patient as well. All this was to no avail, the patient had cardiac arrest and CPR was initiated. The patient never recovered and was pronounced dead about 30 minutes after CPR was started. The family did not request an autopsy. No additional clinical sequelae were reported.